Manufacturer narrative:
(B)(4): this customer reported opcheck failure of the charge button. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported an opcheck failure of the charge button.